Event description:
It was reported that during an unknown procedure, there was a defect on the device. There were no patient consequences. Unknown how case was completed. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what was the device defect or issue with product? Please provide more details regarding product issue. Was there any patient consequence? What type of procedure was device used on? How many devices were of issue? How was case completed? Customer called back to provide follow up information: customer reported tips of clips were crossing, procedure was lap chole, it is unknown if cholangiogram was done on procedure, only one device was involved, a new er320 was used to complete case, there were no patient consequences, device was disposed of.